Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor handle loosened.

Manufacturer narrative:
An event regarding loosening involving a da instrument curved cup impactor was reported. Following material analysis device crack/fracture was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The report stated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The device fractured at the weld between the shaft and handle . The device was sectioned for further analysis. The device fractured at the weld. The weld was measured and determined to be undersized. Eds was performed on the shaft and was consistent with 17-4 ph stainless steel alloy. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. No adverse consequences to the patient were noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 2 other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope a CAPA issued for undersized weld following a reported weld fracture. The CAPA concluded: the weld size was produced correctly by the suppliers. Subsequent process; i.e. Grinding or machining of welds to ¿clean ¿up¿ appearance removed excessive amounts of material resulting in undersize welds. The inspection at (B)(4) looks at the c of c and not the physical parts.

Event description:
Impactor handle loosened.